Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The valve, hub, shaft, and tip were examined. It was observed that there was blood on the device. There were multiple kinks along the shaft. The implant was inside the sheath and connected to the core wire. The hemostatic valve was closed and tight as received. There was no evidence of use/deployment. A functional test of the device was done by doing multiple push pull strokes with a water filled syringe in a water bath. There was no air bubbles observed or fluid leaking from the hub or hemostatic valve. The device was deployed and there was no observable damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported there was air in the device. A left atrial appendage closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was selected. While preparing the device, a leak was noted as air bubbles were repeatedly produced at the connection point of the release button on the wire. The device was not used in the patient. The procedure was completed with another of the same device with no complications reported. The patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was air in the device. A left atrial appendage closure procedure was being performed. A 24mm watchman ® laa closure device and delivery system was selected. While preparing the device, a leak was noted as air bubbles were repeatedly produced at the connection point of the release button on the wire. The device was not used in the patient. The procedure was completed with another of the same device with no complications reported. The patient condition was stable.